Event description:
Customer reported a suspected false positive result and suspected discrepant result. See (B)(4) for suspected discrepant result. (B)(6) 2022: customer reports she received tested on the cue covid-19 test for home and over the counter (otc) use (cartridge - sn: (B)(4), lot: 22680b) and obtained a positive result. The same day, the customer performed an additional cue test and obtained a negative result. The customer also performed a test using the binaxnow covid-19 antigen self-test and obtained a negative result. (B)(6) 2022: customer performed a test using the cue covid-19 test for home and over the counter (otc) use and obtained a negative result. Customer did not have any symptoms at time of testing and states she is vaccinated.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.